Event description:
The pt developed severe facial edema six months after treatment with zydern 2. The pt had an upper endoscopy and the next day developed facial edema. Oral steriods were prescribed for the facial edema.